Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the lead alert triggered, and the atrial lead exhibited inconsistent capture, high impedances and a possible fracture. The lead was also oversensing noise, resulting in inappropriate mode switching. Additionally, the right ventricular (rv) lead exhibited crosstalk oversensing. The leads were capped and replaced. No patient complications have been reported as a result of this event.